Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Postoperatively, the patient was reported to be stable.

Manufacturer narrative:
Gtin number: unknown since serial number was not provided. (B)(4)

Event description:
In 2012, this 25 mm sjm trifecta valve was implanted. On (B)(6) 2016, the valve was explanted due to a leaflet tear and a 23 mm tissue valve from another manufacturer was implanted.